Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was repositioned due to loss of capture at 7.5v at 2.0ms. Impedance measurements were also trending downward since implant. No additional adverse patient effects were reported in addition to the lead revision.

Manufacturer narrative:
The lead remains in service. Should any further information become available to our company, this report will be updated.